Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during wound treatment, the opov 10 x 8cm ctn 20 cn sterile dressing outer packaging plastic seal was incomplete. Treatment was resumed, without any delay, with a back-up device. Patient was not harmed.

Manufacturer narrative:
Corrected results of investigation: the device has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection observed one side of the returned dressing pouch was not sealed. The manufacturing process was reviewed, the primary packaging equipment is capable of automatically detecting and discharging open seal pouch into reject bin. It was probable that the open seal pouch was mixed into acceptable products during disposition of reject bin. The root cause was identified as mixing of defective product. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. The complaint history review confirms no previous complaints of this nature. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. Corrective actions are being carried out to reduce further instances of the reported event. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: the device which was not used in treatment has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection observed one side of the returned dressing pouch was not sealed. The manufacturing process was reviewed, the primary packaging equipment is capable of automatically detecting and discharging open seal pouch into reject bin. It was probable that the open seal pouch was mixed into acceptable products during disposition of reject bin. The root cause was identified as mixing of defective product. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. The complaint history review confirms no previous complaints of this nature. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.